Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 28-feb-2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring greater than 600 mg/dl with polyuria, nausea and fatigue. The patient reportedly was hospitalized on (B)(6) 2018 and received intravenous insulin and intravenous fluids as treatment. The patient¿s health care provider reportedly set the pump basal rate to 0.00 and the patient reminded on insulin pump therapy for bolus deliveries only. The reporter alleged the patient¿s serious injury was associated with occlusions; occlusion alarms were given by the pump. During troubleshooting, animas customer support assisted the customer with changing the occlusion sensitivity setting in the pump. Animas customer support determined the patient¿s event was associated with training/misuse; no product malfunction was indicated and the no device return was required.